Event description:
The patient contacted lifescan and reported that the one touch ultra meter was reading inaccurately erratic. There is no allegation of harm or serious injury. A patient reported blood glucose results of 140mg/dl and 160 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. During troubleshooting, it was verified that the meter was in the right unit of measurement and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, and the failed precision tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Therefore, this case is reported as a product malfunction. A replacement meter was sent to the patient.